Event description:
The customer reported employee reactions to cidex ad after switching from metricide. The employee reported dizziness, dry mouth, headaches, nausea, and difficulty breathing. The employee reported feeling better after being removed from the work area containing cidex ad. The employee did not seek medical attention and did not require treatment for the symptoms.